Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was being explanted for normal battery depletion (nbd). During the changeout procedure a plasma blade tool was right over the device and it stopped working. The crt-p was unable to be interrogated. The patient's heart rate dropped to 27 beats per minute. The replacement device was placed right away and no further patient impact was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was able to be interrogated. The device memory was corrupt. A pulse generator fault code was present and the device was in a safety state. The device had right ventricular pacing outputs. The device was able to pace and sense normally with the reset - vvi parameters. The memory corruption and safety state pacing mode were induced by electrical overstress during the explant procedure.